Event description:
It was reported by service report that the footboard was not functional. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: footboard assembly module.